Event description:
It was reported that the device was explanted after an implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report of (B) (6) 2010: "a 30-mm ring was then selected and then placed. We still had more leak that I would like. This leak appeared to be caused by restriction of the posterior leaflet somewhat by the cleft closure, but also by the scarring. Consequently, we took down the repair and tried again with a technique that would allow a little bit more heightening of the leaflet. This did not seem to be of a solution given the problem with a cleft. Again with closing of the cleft, we put tension on the original repair to the point where we had crimping or restriction of the repaired leaflet. We tried a sliding annuloplasty of the remaining p3 segment, but this did not effect a better result. Consequently, at this point, I elected to go with a valve replacement especially in light of the patient's elevated creatinine and coronary artery disease."

Manufacturer narrative:
Please note that (B)(6) initially read: "...we tried a sliding annuloplasty of the remaining p3 segment, but this did not effect a better result..." ; however, (B)(6) should read: "...we tried a sliding angioplasty of the remaining p3 segment, but this did not effect a better result...."

Event description:
It was reported that the device was explanted after an implant duration of zero days.on (B)(6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report of (B)(6) 2010: "a 30-mm ring was then selected and then placed. We still had more leak that I would like. This leak appeared to be caused by restriction of the posterior leaflet somewhat by the cleft closure, but also by the scarring. Consequently, we took down the repair and tried again with a technique that would allow a little bit more heightening of the leaflet. This did not seem to be of a solution given the problem with a cleft. Again with closing of the cleft, we put tension on the original repair to the point where we had crimping or restriction of the repaired leaflet. We tried a sliding angioplasty of the remaining p3 segment, but this did not effect a better result. Consequently, at this point, I elected to go with a valve replacement especially in light of the patient's elevated creatinine and coronary artery disease."

Manufacturer narrative:
(B) (4) = unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.